Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit due to diabetic ketoacidosis. High blood glucose value was 501 mg/dl. Customer was vomiting, felt very weak, had shortness of breath and was very confused. Customer stated that the infusion set did not get inserted and insulin was not being delivered. Customer declined to troubleshoot for high blood glucose. Customer stated that she had the same issue with the infusion set also on august 5 and blood glucose went up to over 500 mg/dl. Last blood glucose value is 143 mg/dl. Nothing further reported.